Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain/ pelvic pain (constant/ moderate to severe)"), genital haemorrhage ("abnormal bleeding"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)/ menorrhagia") and ovarian cyst ("oavrian cyst") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 1 in 2000, depression (not recovered prior to essure), hormonal imbalance (not recovered prior to essure), ovarian cyst (not recovered prior to essure), dysmenorrhea (not recovered prior to essure), abdominal pain (not recovered prior to essure) and miscarriage. Previously administered products included for contraception: birth control pill from 1997 to 1998; for an unreported indication: depo-provera in 2014 and birth control pills from 1997 to 1998. Concurrent conditions included morbid obesity, headache, hernia, pancreatitis, nausea, vomiting, smoker and marijuana use. Concomitant products included pantoprazole for gastroesophageal reflux disease, sumatriptan (imitrex) from 2014 to 2015 for headache and migraine as well as clonazepam, estradiol, fluoxetine, ibuprofen and mirtazapine. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea(cramping)"), abdominal pain ("abdominal pain/ abdominal pain(constant/ moderate to severe)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea"), peritoneal adhesions ("adhesions in ruq affecting peritoneal anterior wall and bowel"), abdominal adhesions ("adhesions in ruq affecting peritoneal anterior wall and bowel"), depression ("depression"), anxiety ("anxiety") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (on (B)(6) 2014 she underwent hysterectomy with bilateral salpingo-oopherectomy), surgery (she had endometrial ablation), surgery (laparoscopic assisted vaginal hysterectomy/ bilateral salpingooophorectomy) and surgery (oophorectomy- bilateral removal of ovaries). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and dyspareunia had resolved and the genital haemorrhage, menorrhagia, ovarian cyst, dysmenorrhoea, abdominal pain, vaginal haemorrhage, nausea, peritoneal adhesions, abdominal adhesions, depression, anxiety and hormone level abnormal outcome was unknown. The reporter considered abdominal adhesions, abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, menorrhagia, nausea, ovarian cyst, pelvic pain, peritoneal adhesions and vaginal haemorrhage to be related to essure. The reporter commented: she was not advised of any complications or problems that occurred at the time of essure placement procedure. Current weight: 195 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36 kg/sqm. X-ray - in 2014: showed proper placement of device. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: confirms anxiety and depression. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 22-feb-2018: plaintiff fact sheet and medical records received. Events added per pfs: abnormal bleeding (vaginal), nausea, adhesions in ruq affecting peritoneal anterior wall and bowel, depression, anxiety, hormonal changes, ovarian cysts. Patient demographics, medical history, concurrent conditions, concomitant medications were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia"). The patient was treated with surgery (underwent a hysterectomy to remove essure devices). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 11-may-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 and reported adverse events including chronic pelvic pain and abnormal bleeding. Plaintiff underwent surgery (hysterectomy) and essure was removed on (B)(6) 2014. Pelvic pain and hemorrhage are highly prevalent in women, and may have multiple causes. In this case no alternative explanation was given for the events. This case was classified as incident since device removal was required. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Follow-up information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia"). The patient was treated with surgery (underwent a hysterectomy to remove essure devices). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. Company causality comment: this litigation case refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 and reported adverse events including chronic pelvic pain and abnormal bleeding. Plaintiff underwent surgery (hysterectomy) and essure was removed on (B)(6) 2014. Pelvic pain and hemorrhage are highly prevalent in women, and may have multiple causes. In this case no alternative explanation was given for the events. This case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.